Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: review of the black box data revealed activity from the period of may 24, 2015 through june 4, 2015 had been overwritten due to continued patient use. Investigation was not able to neither confirm nor duplicate the complaint. The black box data in the pump did not reveal any evidence of short battery life. On investigation, the pump powered on per normal operation using the battery cap that was returned with the pump for investigation. The battery compartment was noted to be intact without damage. Electrical currents were evaluated and found to be within required specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate a ¿battery life¿ issue and the pump was found to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.